Event description:
It was reported that the pump experienced an undefined speaker issue. Tandem technical support could not verify the issue. There was no adverse impact to the customer¿s blood glucose level. No additional event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.